Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer's buttons were unresponsive on their insulin pump. Customer stated their numbers were ramping when the arrow button was pressed. Customer's blood glucose was 100 mg/dl. No additional information provided.